Manufacturer narrative:
Actual device is in process of being returned for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "during a procedure the unit arced and burned a patient."

Manufacturer narrative:
The device was not returned for evaluation. The complaint could not be confirmed, and the root cause cannot be determined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.